Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was less than 500 mg/dl at the time of call. Customer declined troubleshoot for high blood glucose level. Customer will not return the device for analysis.